Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found the lens torn in two pieces. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
A 12.1mm micl12.1 implantable collamer lens, -11.0 diopter was returned torn in two pieces. The reporter stated that the cause of the damage to the lens is unknown , could have been damage during loading. The reporter stated that there was no patient contact, the lens was never inserted in the eye.